Event description:
Dr reported that a second surgery was performed on pt that had axya weld suture loops used to repair rottor cuff tissue. During second surgery the suture loop(s) were broken and tissue was not attached to the bone.